Event description:
A customer reported a cartridge alarm with their tandem mobi device during the load process, which did not adversely impact their blood glucose level. The customer followed instructions from technical support to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. However, the customer could not reload the original cartridge. Despite having previously received two pump replacements, the issue persisted due to cartridges from the same lot, and they did not have alternative cartridges available. Technical support assisted in loading a new cartridge using the proper technique and approved sending replacement cartridges via overnight shipping for goodwill. The customer was advised to rely on manual insulin delivery until the new cartridges arrive.